Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room and subsequently received inappropriate therapy due to noise. A chest x-ray showed the lead had pulled back to the atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.